Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. The faradrive was visually inspected upon return. A kink was noticed in the shaft. The faradrive steerable sheath was leak tested and passed leak tests. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The internal hemostatic valve had tears affecting its center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress. Additionally, oil was noted on the valves. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. When the farawave catheter was inserted into the sheath and aspirated air was continuously drawn. A large amount of air bubbles was observed in the syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. When the farawave catheter was inserted into the sheath and aspirated air was continuously drawn. A large amount of air bubbles was observed in the syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.